Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and the power supply unit of the subject device was broken. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. This phenomenon reoccurred within three months after the power supply unit of the subject device was repaired. Based on this, omsc surmised that the reported phenomenon occurred due to the following causes. The new power supply unit might be defective, and this might have caused an accidental malfunction. Abnormality might have occurred in the power infrastructure of the facility, so voltage that was larger than the standards was applied to the subject device. This might have caused a malfunction in the power supply unit.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the subject device could not be turned the power on. Other detailed information was not provided. There was no report of patient injury associated with the event.